Event description:
On (B)(6) 2017, the reporter (wife) for the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter had a battery issue ¿does not turn on¿. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began around one week prior to contacting lfs, however, was unable to recall the exact date or time. The reporter stated that the patient manages his diabetes with oral medications (metformin 1000 mg and glipizide 10 mg twice daily), diet and exercise and made no change to his usual diabetes management routine in response to the alleged product issue. The reporter stated that on an unspecified time after the alleged product issue began the patient developed symptoms of ¿low blood sugar and sweaty¿ the reporter detailed that on (B)(6) 2017, at 11:00pm she provided the patient with food as treatment ¿lifesaver candy and a sandwich¿. In addition, on (B)(6) 2017, at 11:00pm and 11:30pm the patient obtained blood glucose results of 62 mg/dl and 89 mg/dl on the reporter¿s meter. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. In addition, cca noted that when the patient pressed the power button or when they inserted a new test strip the meter did not power on. After replacing the batteries, the meter did not turn on. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.